Event description:
It was reported a patient's atrial lead presented with inappropriate automatic mode switch (ams) due to oversensing noise. No changes were reported. There were no patient consequences.